Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the tubing and device. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Philips is currently investigating this complaint; however, the device examination has not yet begun because the device has not yet returned to the manufacturer for evaluation. The manufacturer has contacted the customer on 05/24/2023, 05/29/2023 and 01/29/2025 via email to serhat.kaba@philips.com. There has been no response on the return of the device. As part of the complaint handling process, the manufacturer will make attempts to retrieve the device for investigation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. Section model number, catalog item identifier, evaluation results code grid, conclusion code grid have been updated/corrected.